Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in the mildly calcified and moderately tortuous proximal to mid right coronary artery (rca). The physician encountered difficulty crossing the mid rca with the taxus express2 2.75x28mm drug eluting stent . Upon removal of the device from the pt, the physician experienced resistance. The proximal edge of the stent was found to be "lifted up." The procedure was completed with a 2.5x24mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.